Event description:
A maintenance technician reported that the system froze and rebooted by itself twice during a cataract procedure, causing a surgical delay of one hr. The procedure was able to be completed with the same equipment w/o harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).